Manufacturer narrative:
The investigation could not determine a specific root cause due to lack of data provided by the customer. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable salicylate result for one patient sample. The initial result was 38.4 mg/dl and was reported outside the laboratory. The laboratory later received a second sample from the patient and the result on cobas c501 analyzer serial number (B)(4) was <0.3 mg/dl with a data flag. The customer pulled the first sample and retested it on the original analyzer with a result of 0.4 mg/dl the result of 0.4 mg/dl was believed to be correct. The patient was not adversely affected. The salicylate reagent lot number was 66849901 with an expiration date of 01/31/2014. The field service representative determined there was a sampling error. He cleaned and adjusted sampling system. To verify the analyzer operation, he ran a 21 cup precision test.